Event description:
It was reported that during a water vapor therapy there was a plastic-like substance found at the tip, it can be seen with the cystoscope. The procedure was completed with another of same device. There was no patient complication.

Manufacturer narrative:
Upon receipt of this device at our quality assurance laboratory, visual analysis did not identify damage or abnormalities, and no foreign material was found at the tip. The device passed the mechanical testing. The needle retracted and deployed, and the function of the buttons worked as intended. The device passed the mechanical testing, the needle retracted and deployed, and the function of the buttons worked as intended. Additionally, the device passed functional testing. It performed prime, pretreatment, and 5 full treatments without any issues or errors. The reported allegation in this complaint has not been confirmed. The device history record (DHR) review indicates the device met all manufacturing specifications, and therefore the failure was unlikely related to manufacturing. According to the instructions for use (IFU) it was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available, the evidence from the product record review did not identify a potential product quality issue or new patient harm. It can be concluded that the product operates as intended with no issues; therefore, a conclusion code of no problem detected was assigned to this investigation. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that during a water vapor therapy there was a plastic-like substance found at the tip, it can be seen with the cystoscope. The procedure was completed with another of same device. There was no patient complication.